Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 5/13/2019. Device evaluation: visual inspection using magnification was performed. The lens was observed with one lens haptic detached. The detached haptic piece was not returned. The remnant of the haptic that is still inside the lens was observed with one section slightly distorted/bent (where the loop was broke), confirming the reported issue. The condition observed is consistent with a lens that has been handled and used for surgical process. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) lens had a damaged or broken haptic. There was patient contact, however, no patient injury. The lens was not fully inserted. The incision was enlarged, but there was no vitrectomy. Procedure was successfully completed using a back-up lens. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.